Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were no alarm sounds on the critical care unit (ccu) central monitor (pic ix), although alarms do sound on the intensive care unit (ICU) side. No adverse event or patient harm was reported.